Event description:
It was reported that the patient treated a perceived hypoglycemic event indicated by the cgm ¿low¿ reading with mountain dew plus added sugar and ice cream without a confirmatory fingerstick due to lack of test strips, after which the displayed glucose rose to 332 mg/dl with rapid upward trend; the agent advised hydration, monitoring, and noted that sensor readings require confirmation and time for ilet activity to address hyperglycemia. Symptoms included anxiety without reported neuroglycopenic or adrenergic hypoglycemia symptoms. Outcomes included no hospitalization and self-management at home. Investigation included review of system behavior, user reports, and troubleshooting with education on confirming cgm readings by fingerstick when possible and using appropriate oral glucose for low treatment. Investigation of this case revealed user-related overtreatment of a suspected low and reliance on an unconfirmed sensor value, with the device operating as designed and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to overtreatment of hypoglycemia and lack of confirmatory testing.